Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an emergency procedure, the system booted to bypass signal and only fluoro was possible. A system restart was performed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that the system recently received a safety update by remote service, however, the appropriate configuration flag "complete" was not engaged. After the next restart, the system did not recognize the update and reverted to the specific setting to only allow limited system operation. The update was performed and the configuration flag was set to "complete". The system has been returned to clinical operation and no further actions are to be taken at this time.